Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and voluntary recall. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, red particles in the shell, and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp broken crease on posterior and wear abrasion. Based on the device analysis the final assessment was a sharp broken crease on posterior assessed as fold flaw opening. Additional, changed, and / or corrected data. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "voluntary recall." Additionally, healthcare professional reported rupture. Device has been explanted.